Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the emergency room with symptoms of presyncope. Upon interrogation dropped r-waves and loss of capture on the rv lead were noted. Chest x-ray revealed lead dislodgement. Lead revision was performed. During the procedure the lead helix could not be retracted. The lead was explanted and replaced successfully. The patient was stable before, during and after the procedure, and will continue to be monitored. The lead is to be returned.